Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving three separate products; associated MDR #s 1225714-2014-05010, 1225714-2014-05011, 1225714-2014-05012, 1225714-2014-05013, 2937457-2014-01150 and 2937457-2014-01151.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and subsequently expired on (B)(6) 2012 after the use of the product.